Manufacturer narrative:
The subject device was returned to the olympus local service department but not returned to omsc. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at the olympus local service department, it was found that the image of the subject device was not displayed since the video connector socket of the subject device was broken and the front panel of the subject device did not work due to a failure of the front panel unit. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - the image of the subject device was not displayed since the video connector socket of the subject device was broken due to user handling. - there is a possibility that the user accidentally splashed liquid on the subject device because rust had occurred on the outer cover of the subject device. The front panel of the subject device did not work since the liquid adhered to the circuit board of the front panel and the circuit board broke. - the front panel of the subject device did not work since the front panel unit was broken due to accidental failure.